Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was erroneous results. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when using the tube, the tube had an erroneous results issue. The patient was diagnosed as hemolytic anemia on march 3rd, and the hemoglobin value was lower than the lower limit of 34g/l in blood routine examination, the reexamination value was 64g/l in blood drawing the next day, and 82g/l in blood drawing again a few days later. No medication was used during the patient's intervention.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was erroneous results. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when using the tube, the tube had an erroneous results issue. The patient was diagnosed as hemolytic anemia on march 3rd, and the hemoglobin value was lower than the lower limit of 34g/l in blood routine examination, the reexamination value was 64g/l in blood drawing the next day, and 82g/l in blood drawing again a few days later. No medication was used during the patient's intervention.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and showed an edta tube with sample, no defect identified. Additionally, 90 retention samples of the incident lot were selected from bd inventory for visual evaluation and upon completion, no issues were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The customer¿s instrumentation (sysmex xn2000) was utilized for this investigation. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.